Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing, the force bipolar instrument metal tip was chipping. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and removed from the room immediately.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found the instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument also passed the electrical continuity test. Additionally, the instrument was found to have bent grips, causing misalignment of the grip tips. There was a 0.47 mm offset at the tips. The grips do not show cracking damage. Components adjacent to these bent grips do not show damage. The complaint regarding metal tip is chipping was not confirmed by failure analysis.